Event description:
A valiant stent graft was implanted for the treatment of a thoracic aortic aneurysm. It was reported that the patient went into a coma and just recently awoke. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).